Event description:
In performing a biv lead placement, the guidewire became stuck, and separated at the tip. The device was being removed from a medtronic biv lead when the wire became stuck in the hemostasis valve. The dr. Stated "he pushed the wire forward and pulled the wire to remove from the lead when the wire separated." The tip remained in the hemostasis valve of the lead. The lead was removed from the patient and another manufacturers wire, together with another lead, was re-inserted and deployed in the patient.